Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient's pt with inr was 1.4 on (B)(6) 2016 and the patient stated that he missed "a couple doses of coumadin. Ldh was 1096 on (B)(6) 2016, ldh specimen was slightly hemolized. The patient was sent for a repeat ldh which was 1134 on (B)(6) 2016, with the patient's usual baseline ldh being 227. The patient was admitted and placed on heparin after receiving results on ldh on (B)(6) 2016. Echo performed on at 2700rpms on (B)(6) 2016, av opens minimally every beat, normal cannula velocities, rpms increased to 3000 and av closed. The patient remains hospitalized after tolerating the pump exchange well (he had an increase in ldh to 7000, cr increase and lfts were elevated. Pump function remained normal throughout the event, and renal and liver failure continues to resolve), pump function of new pump is normal. The medical team believed that this event was related to device thrombus. The patient's weight isn't available at this time. Log files sent, engineers confirmed that power was elevated outside of normal parameters. The patient was set to have a pump exchange on (B)(6) 2016. Follow up and investigation are ongoing.

Manufacturer narrative:
Additional information: the patient remains hospitalized. The patient tolerated the pump exchange well but started to have organ dysfunction, hemolysis, believed to be related to hit + diagnosis within 72 hours post exchange. The medical team believes it isn't related to the device but related to his missed doses of coumadin mentioned in original complaint.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed 6 suction alarms logged since (B)(4) 2016. A slight rise in power consumption was noted starting (B)(4) 2016 to power consumption outside the normal operating range on (B)(4) 2016. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of available information, it is likely that the patient's condition was multi-factorial with contributing factors such as patient's clinical condition, existing comorbidities, and anticoagulation therapy. Clinical factors that may have contributed to the reported event and related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.